Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 600i clinical chemistry analyzer. The fse inspected the instrument and observed build up on calcium (ca), potassium (k) and chloride(cl) electrodes. The fse also found ise (ion selective electrode) vacuum tubing was pinched . The fse rerouted the ise tubing, and replaced the carbon bridge, na, k, and cl electrodes to resolve the issue. The failure mode is determined to be hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event; however, there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided h6 evaluation codes, component code: (B)(4) appropriate component term/code not available was used for the carbon bridge. Beckman coulter internal identifier is (B)(4).

Event description:
Customer questioned ion selective electrode (ise) patient results due to low and negative anion gaps on their dxc 600i clinical chemistry system. The erroneous patient results were not reported outside of the laboratory. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics or patient data.